Event description:
Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. The patient reported issues with excessive air bubbles while transferring medication from vials to syringe for infusion. Patient stated bubbles occur with both vials. No missed doses or adverse events reported. Unknown if on hand for return. Unknown if md is aware. No additional information reported.